Event description:
Procedure performed: laparoscopic kidney extraction. Event description: [name] hosp. Report from the sales rep via email; the lever was pushed out to retrieve the specimen via the trocar, but the bag was not deployed. Since it was not deployed, the cord was cut and removed from the body. When cutting the string, the bag felt as if it was stuck in the shaft. This unit will be returned. Additional information received via teams message on 27nov2024 from [name]: doctor cut the cord intracorporeally from the metal support side. The bag was therefore outside the shaft and the metal support was temporarily exposed inside the body cavity. As for ""the bag felt as if it was stuck in the shaft,"" it means that the doctor felt resistance when taking the bag out. The event exposed the tip of the support in the body cavity. Exposed in the body cavity because the cord was cut from the support side additional information entered by [name] on 03dec2024 amr requested additional information and asked the amj fi team to confirm the following the code was disconnected from the support side. The support was temporarily exposed to the contraluminal cavity when the cord was severed. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the specimen bag. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic kidney extraction. Event description: [name] hosp, report from the sales rep via email; the lever was pushed out to retrieve the specimen via the trocar, but the bag was not deployed. Since it was not deployed, the cord was cut and removed from the body. When cutting the string, the bag felt as if it was stuck in the shaft. This unit will be returned. Additional information received via teams message on 27nov2024 from [name]: doctor cut the cord intracorporeally from the metal support side. The bag was therefore outside the shaft and the metal support was temporarily exposed inside the body cavity. As for "the bag felt as if it was stuck in the shaft," it means that the doctor felt resistance when taking the bag out. The event exposed the tip of the support in the body cavity. Exposed in the body cavity because the cord was cut from the support side additional information entered by [name] on 03dec2024: amr requested additional information and asked the amj fi team to confirm the following the code was disconnected from the support side. The support was temporarily exposed to the counterluminal cavity when the cord was severed. Intervention: replaced to a hospital inventory new cd004 and the procedure was completed. Patient status: no patient injury or illness associated with this event.